Event description:
It was reported that the patient presented via merlin.net. Upon review, over sensing on the near field and noise on the far field channel were noted. The device was reprogrammed and the patient was reported to be stable.